Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded far-field oversensing on the right atrial (ra) channel, resulting in an inappropriate atrial tachy response (atr) mode switch. Technical services (ts) reviewed the device settings and noted that sensitivity had already been adjusted, and options for further programming were limited as the patient did have episodes of true atrial fibrillation (af). Additional programming options were provided. This device remains in service. No adverse patient effects were reported.